Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to a defective u1003 on the computer/analog board. The root cause for the defective u1003 could not be positively identified. No adverse event resulted from the monitor malfunction.

Event description:
A us distributor reported that a monitor was unable to power on.